Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. Subsequently, the patient underwent an urgent percutaneous coronary intervention (pci). The target lesion was a de novo lesion located in the 1st right posterolateral (rpl) segment with 90% stenosis. The lesion was 10 mm long, with a reference vessel diameter of 2.5 mm. There was mild vessel tortuosity. The target lesion was treated with pre-dilatation at 12 atmospheres with a 2.5 mm balloon and insertion of a 2.50 x 12 mm promus premier everolimus-eluting platinum chromium coronary stent, with 0% residual stenosis. Three days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died due to cardiopulmonary arrest and atrial fibrillation.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, stent thrombosis occurred.